Event description:
The customer reported a pressure dome leak during a treatment procedure. Name of complainant: same as reporter. Customer reported a pressure dome leak 10 minutes into the treatment. Customer aborted the treatment. No blood/blood products were returned to the pt. Customer cleaned the instrument but stated that fluids had gone behind the pumps. Service order # (B)(4) was created to inspect the instrument. The customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file # a119 was performed. There were no nonconformances or alarms associated with this event type for this lot. This lot met all release requirements. A review of complaints received for lot # a119 was performed. There was one other pressure dome leak complaint reported to date for this lot. No trends detected. Service order feedback: field engineer removed all pump heads and cleaned all blood from the instrument. The instrument was reassembled and a system checkout was performed. This returned the instrument to its intended operation. This assessment is based on the information available at the time of the investigation. No return was received from the customer. Therefore, a root cause could not be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).